Manufacturer narrative:
B5 updated.

Event description:
On (B)(6) 2026, the patient contacted insulet from a hospital setting to report persistent elevated blood glucose (bg) levels, remaining above 300 mg/dl. The patient had undergone leg surgery the previous day and stated that the pod, operating in automated mode, displayed a delivery restriction. This raised concern that the insulin delivered by the pod was not effectively reaching the body. Hospital staff administered a 4-unit bolus of insulin via injection; however, the patient¿s bg levels remained elevated. At the time of the call, the pod had not yet been removed. The patient additionally alleged that the bg elevation may have been caused by the general anesthesia received during surgery. Update was received on 17-mar-2026, and the length of hospital stay was 2-3 hours.

Event description:
On (B)(6) 2026, the patient contacted insulet from a hospital setting to report persistent elevated blood glucose (bg) levels, remaining above 300 mg/dl. The patient had undergone leg surgery the previous day and stated that the pod, operating in automated mode, displayed a delivery restriction. This raised concern that the insulin delivered by the pod was not effectively reaching the body. Hospital staff administered a 4-unit bolus of insulin via injection; however, the patient¿s bg levels remained elevated. At the time of the call, the pod had not yet been removed. The patient additionally alleged that the bg elevation may have been caused by the general anesthesia received during surgery.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the reported event of patient unsure of insulin delivery while going through a medical procedure. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.